Event description:
It was reported that a female patient underwent a breast implantation procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including multiple joint issues, fevers, recurrent yeast infections, eye issues, severe gastritis, severe brain fog, short term memory loss, unspecified sickness, and breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2017. This report is for the second of two devices. See manufacturer report number 1645337-2024-01595 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. H6. Health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).